Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number (B)(4).

Event description:
An optometrist reported a patient with a corneal abrasion in the left eye one week post photo refractive keratectomy (prk). The patient complained of discomfort like there was something in the eye. A bandage contact lens was placed. Upon follow up, it was noted symptoms have resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications on this day. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which might have caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).